Manufacturer narrative:
One opened contact lens case was received which contained one suspect lens. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The visual inspection revealed no abnormalities. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017, a patient¿s (pt) family member called to report the pt experienced red eyes, eye inflammation, and photophobia while wearing acuvue oasys for astigmatism lenses. The pt¿s family member reported the pt was diagnosed with ¿bacteria.¿ the pt¿s family member reported the pt presented to an eye care provider (ecp) in (B)(6) 2017 and was diagnosed with ¿infection, possible bacteria.¿ pt¿s family member reported the pt was prescribed zymar (gatifloxacin) use 1 gtt, every 5 min for the 1st hour, then every hour (number of days unknown) and biamotil (ciprofloxacin hydrochloride) at bedtime (number of days unknown). Pt¿s family member reported the pt¿s eyes (ou) were better after 2-3 days of using the medications. Pt¿s family member reported the ecp advised it was an ¿infection¿ and ¿not to wear contact lenses for a period of time¿. Pt¿s family member reported the pt¿s wear schedule is 30-40 days and does not sleep in lenses. On 11aug2017, a call was placed to the eye care provider who reported the pt was diagnosed on (B)(6) 2017 with eye inflammation and keratitis in both eyes (ou). Ecp reported the pt being prescribed zymar (gatifloxacin) use 1 gtt, every 5 min for the 1st hour, then every hour for 1 week and biamotil (ciprofloxacin hydrochloride) at bedtime. Ecp also reported ¿hypothesis: ou keratitis secondary to a immune response to bacterial hypersensitivity¿. Ecp reported the pt responds well to antibiotics and contact lens wear rest. Ecp reported a copy of the medical records would be provided to the pt. On 14aug2017, a called was placed to the pt¿s family member and additional information was provided: pt¿s family member reported a copy of the medical record has not been received from the ecp. Pt's family member reported the pt did not wear contact lenses for about 15 days before returning to lens wear. Pt¿s family member reported the product in question was discarded. On 23aug2017 an email was received from the pts family member with the pts medical report. Medical report from pts treating ecp, dated (B)(6) 2017: ¿pt has been having repetitive episodes of keratitis associated with the use of contact lens; first episode of ocular inflammation in (B)(6) 2016, other new ones in (B)(6) 2017; in these episodes he had red eyes, with photosensitivity and multiple focal infiltrates distributed over the cornea; condition attributed to multifocal infiltrating keratitis, nummular by hypersensitivity to bacterial antigens; I have been treating with temporary suspension of the use of lenses and local zymar every 1 hour at the peak of keratitis, and progressive reduction with improvement of the condition; due to keratitis I recommend the suspension of the use of contact lenses, especially acuvue oasys; diagnosis: keratitis due to hypersensitivity to bacterial antigens; cd(conduct): antibiotic zymar; suspending use of contact lenses elevated risk of corneal ulcer¿. This report is for the pt's os event. The event for the od will be submitted in a separate report. A lot history review was performed for lot b00l499: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l499 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.